Event description:
Material # 381023, batch # 3328082. It was reported that the bd iag bc pro global blu 22ga x 1.0in had leakage beyond the septum. The following information was provided by the initial reporter: verbatim: the nursing staff are complaining of issues with these IV catheters 22 guage the issues are not with every IV catheter but with many of them. Lately, the needles are dull and hard to put into the patients skin, the retract button is hard to push and blood autoguard doesn't always hold the blood back until the IV line is connected.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3328082. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.